Event description:
Voluntary medwatch received states that the atrial lead exhibited undersensing, failure to sense, and noise oversensing. The patient experienced dizziness. Programming changes were made, and later the atrial lead was capped and replaced. There were no patient consequences reported.